Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 64 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "short-term and intermediate-term performance and safety of left bundle branch pacing." Journal of cardiovascular electrophysiology. 2020;31:1472¿1481. Doi: 10.1111/jce.14463. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding performance and safety of left bundle branch pacing. The article reports difficulties during the implant procedure with a screw-in pacing lead such as loss of capture after withdrawal of the sheath, micro lead dislodgement and perforation with lead repositioning. There were impedance decreases a few days post implant and lead dislodgement with lead revision. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event.